Manufacturer narrative:
As received, a complete lead was returned in one piece. The connector pin with the connector cap was found pulled out from the connector assembly slightly stretching the inner coil which is consistent with procedural damage. Evidence of solvent bonding were noted around the connector cap and inside the molded connector. The cause of the reported event was isolated to the pulled connector pin consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. The reported event of loose connector pin of the right ventricular lead was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the connector pin of the right ventricular lead was loose. The lead was replaced to resolve the event and the patient was in stable condition.